Event description:
It was reported that a customer's automatic endoscopic reprocessor (aer) emitted an electrical burning odor. There were no reports of injury.

Manufacturer narrative:
Evaluated by mfg: an asp field service engineer (fse) was dispatched to assess the unit. The fse found the unit turned off. The fse checked the unit and cleaned a leak from the disinfection pump. The fse did not find any broken or damaged wires. A test cycle was performed. The fse stated that the system meets manufactures specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR aer unit ((B)(4)) shows that the unit met all manufacturer's specifications prior to release. The service and complaint history review of the six months prior to this issue (from (B)(4) 2009 through (B)(4) 2010) shows no similar issues involving the unit burning. A review of the service history for six months after the alert date found two complaints for burning smell. It was discovered that the burning smell was due to a loose connection going to one of the skinner valves. As a result, the air compressor was replaced. The two complaints were resolved under the same service order. Trending analysis (cpuy complaint per unit year) for the problem code "fluid leak" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit. Trending analysis (cpuy complaint per unit year) for the problem code "odor/smells" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) risk priority numbers for related aer unit failure modes are below 100 and considered low risk. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhe (health hazard evaluation) for user symptoms such as shortness of breath, coughing, dizziness, and hallucinations was performed. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) for complaints of "headaches" for cidex opa/disopa was performed. The hazard index was found to be 3 or lower, indicating negligible risk. No parts were returned for investigation.